Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient noticed fluid had leaked onto the carpet floor. There was no fluid in or around the cycler. There were no alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak was believed to be either the solution bag connection or cassette and tubing but remains unknown. The patient will continue to use the cycler and has contacted his peritoneal dialysis nurse (pdrn) regarding the event. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however had already completed treatment when the leak was discovered. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient clarified that its unknown whether the leak originated from the solution bag connection or cassette but was most likely the cassette and tubing. The patient stated the original cycler is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.